Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery and replace battery now. Customer stated that insulin pump was not accepting the battery. Customer¿s current blood glucose was not given. Customer performed troubleshoot for failed battery issue but insulin pump again alarmed for failed battery. Customer advised to discontinue use and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded battery tube including the power board. No traces of corrosion found at the motor or electronic assemblies. Device failed leak test, device leaked at a cracked on the back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify, failed battery test, low battery or power loss alarms due to blank display. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with stained serial number label. Device received with minor scratched display window, case and keypad overlay.